Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
Promus premier china registry. It was reported that the patient experienced coronary atherosclerotic cardiopathy that required medication. On (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion was located in the middle left anterior descending (lad) artery with 85% stenosis and was 34 mm long with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilation and placement of a 3.50 mm x 38 mm promus premier stent system. Following post dilation, the residual stenosis was noted to be 0%. Three days later, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2022, the subject was diagnosed with coronary atherosclerotic cardiopathy and was hospitalized on the same day for further evaluation and treatment. Medication was given to treat the event. Three days later, the event was considered to be resolved and on the same day, the subject was discharged on aspirin and clopidogrel. It was further reported that on (B)(6) 2022, the subject was diagnosed as atherosclerosis of coronary artery-lad.